Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed back up operation, premature battery depletion, failure to interrogate and no magnet or radio frequency on the pacemaker. No changes or interventions were performed. The patient was in stable condition.